Manufacturer narrative:
The complaint device was disposed of and is no longer available for return. Instead, the user facility returned an unopened device with the same lot number. No abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device was found to be within specification. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. Although this event is considered an adverse event this does not constitute a device malfunction. This is considered an anticipated procedural complication as described within the dfu.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps device was used during an esophagogastroduodenoscopy procedure performed in 2009 (female patient). According to the complainant, during the procedure, there was excessive bleeding and tearing with the device. The physician stopped the bleeding with a resolution clip and completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Device tore tissue). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2009-05794.since the initial medwatch report was filed, a device returned by the customer with the same lot number has been evaluated.